Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the implant of the first valve, the valve dislodged due to a large piece of calcium in the annular plane and moderate paravalvular leak (pvl) was observed. The left femoral access site was used with the first valve where the femoral rupture occurred while exchanging the delivery catheter system (dcs). The minimum diameter access vessel was 6.8 millimeter (mm). Per the physician, the likely cause of the femoral rupture was a combination of the bent guidewire and dcs. After the valve was snared into the ascending aorta, a tear confined to the "c-tab" area of the valve was observed. Six units of blood was administered and the patient was placed on cardiopulmonary bypass (cpb). The tear occurred prior to the patient becoming hypotensive and cardiopulmonary resuscitation (CPR) was performed. No additional adverse patient effects were reported. Corrected data: b5 the patient's ascending aorta was reported to be very thin due to long term medication and lupus. No thin tissue paper like object was found in the ascending aorta as was reported in the initial medwatch report submitted august 25, 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: d -evprop34us, serial/lot #: (B)(4), ubd: 12-feb-2021, UDI#: (B)(4); product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 02-mar-2022, UDI#: (B)(4). Product analysis: the valves remain implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned to a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm of the left coronary cusp (lcc). Upon release from the delivery catheter system (dcs), the valve dislodged approximately -5 mm on the ncc side with paravalvular leak (pvl). The valve was snared and raised into the ascending aorta. Femoral access was lost from the bent wire and inline sheath. A femoral rupture and repair with a covered stent was performed. Access was gained contralateral (right side) and a second valve was proceeded to be implanted. A snare was used through the left subclavian artery (lsca) while the new valve was advanced through an external 22 mm introducer sheath through the ascending aorta and snared valve. The snare was removed and replaced with a pigtail. The second valve was deployed to a depth of 3 mm on the ncc and 3 mm on the lcc with no pvl. No pre-implant dilation was performed. The patient was hypotensive with ventricular fibrillation. Six units of blood was used and the patient was put on cp-bypass. Transesophageal echocardiogram (tee) was performed for possible effusion and 800 cubic centimeters (cc) pulled off and returned to patient. No blood pressure was observed and a the patient was converted to open heart surgery after many cardiopulmonary resuscitation (CPR) attempts. A very thin tissue paper like object was found in the ascending aorta. A tear was confined to "c-tab" area of the first valve. The tear was stitched with a suture buttress and pledget stitches. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the first valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Based on the information provided, the valve dislodgement was attributed to the presence of calcification. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the moderate pvl was observed after the valve dislodged approximately -5 mm on the ncc side to a sub optimal position. The device instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Therefore, the probable cause for the reported tear was most likely due to the snaring of the valve and patient condition as the patient's ascending aorta was reported to be very thin (¿tissue paper like¿). Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The hypotension and ventricular fibrillation most likely was a sequential chain of events as an effect of the tear. However, with the limited information and no images to review, the cause of the event is unable to be conclusively determined. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.